Event description:
The pt's mother reported that she filled the cartridge to the 1ml (100unit) mark and completed the rewind step with the pt disconnected from the pump. She then connected the pt to the pump and completed the load cartridge step. The pump read 68 units following the load cartridge step. The pt's mother believes that insulin was inadvertently injected into the pt during the load cartridge phase. No adverse event or blood glucose excursions were reported as a result.

Manufacturer narrative:
The user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that the pump was in use until (B)(6) 2011. The date of the reported event was (B)(6) 2010. Due to continued pump use, the history for the date of the reported event was unavailable for review. During testing, rewind, load, and prime steps were performed successfully with no alarms observed. Evaluation confirmed that the pump displays the appropriate warnings for the user to disconnect from the pump before performing the rewind, load, and prime steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found on investigation.